Event description:
Medtronic received information that this bioprosthetic aortic valve exhibited aortic regurgitation after approximately two years of service. The decision was made to explant and replace the valve, which was performed without reported complication. Upon explant, a cuspal tear was observed. The surgeon suspects that hardening of the cusp resulted in the tear. There have been no adverse patient effects reported.

Manufacturer narrative:
Analysis: the device was rec'd in a clear solution, 0.2% glutaraldehyde, in an explant kit. The non-coronary left stent post appears to be bent outwards approx -9 degrees, compressing the right cusp by pulling the left right and right non-coronary stent posts closer together. All leaflets are flexible except where pannus overgrowth extends onto the inflow of all cusps. Two large tears and abrasions through the free margin extending to the coaptive ridges of the right cusp appear to be associated with bias wear that may have originated with possible abnormal opening and closing of the right cusp due to stent distortion. Pannus extends along the inflow margins of attachment into the right non-coronary and non-coronary left inferior coaptive areas and 1 to 3 mm onto all cusps reducing the inflow orifice area. Radiography shows no evidence of mineralization in the valve tissue. Review of the device history record shows that the product met mfg spec when released for distribution. Conclusion: user interface/implant technique likely resulted in the reported event, as bias wear associated with stent distortion was observed. The device was replaced without reported adverse pt effect.